Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 38 mg/dl; cause was unknown. Customer was treated with glucagon to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.